Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a likely cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope air/water-cylinder and air/water-tube had foreign objects. There was no patient involvement.